Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model valve developed thrombus, degeneration, moderate to severe stenosis, restricted motion due to both mild pannus and thrombus, after an approximate implant duration of 7 years. The patient presented with progressive fatigue and sob. The patient is being treated with coumadin and is being evaluated for a redo procedure. Per the medical records the patient has been on coumadin since his thrombectomy of lle, during that admission cardiac CT concerning for thrombus, recent tee 2/22 aortic valve showed restricted motion of the right cusp/ leaflet due to both pannus and thrombus. Moderate to severe aortic stenosis.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.